Event description:
Procedure: stress ui / pelvic organ prolapse. According to the reporter. The patient alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).